Event description:
It was reported that both the right atrial and ventricular leads were surgically abandoned as they came apart upon taking them out of this pacemaker headers during a generator change. It was believed this happened because the leads were stuck due to their longevity. A whole new pacemaker system was implanted, and the procedure was completed. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that both the right atrial and ventricular leads were surgically abandoned as they came apart upon taking them out of this pacemaker headers during a generator change. It was believed this happened because the leads were stuck due to their longevity. A whole new pacemaker system was implanted, and the procedure was completed. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.